Event description:
Healthcare professional reported, left side rupture. Device has been explanted.

Manufacturer narrative:
Health effect: impact code: f2203. Device analysis: visual analysis of the returned device identified, broken shell, orange particles in shell, fold creases, around 0-25% of the shell is missing, underweight. A microscopic analysis was performed, which identified broken shell with sharp edge on posterior side assessed, as unidentified (tear) opening. (A dimension measurement in the shell was performed, which identify the thickness within specification). Based on the device analysis, the final assessment is: broken shell with sharp edge assessed, as unidentified(tear) opening. Missing shell that is assessed, as inconclusive.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.